Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. X-ray imaging was been previously performed and no changes significant changes were noted for the systems position. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Further in clinic examination was performed and the device was reprogrammed to the secondary sensing vector. At a later date, two additional shocks were delivered as inappropriate therapy. Ts reviewed available data and noted how all sensing vector had issues, so turning therapy off was recommended. Therapy delivery was turned off. Ts was consulted about the device smart pass feature been disabled and ts clarified the reason as well as how the feature worked. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. X-ray imaging was been previously performed and no changes significant changes were noted for the systems position. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Further in clinic examination was performed and the device was reprogrammed to the secondary sensing vector. At a later date, two additional shocks were delivered as inappropriate therapy. Ts reviewed available data and noted how all sensing vector had issues, so turning therapy off was recommended. Therapy delivery was turned off. Ts was consulted about the device smart pass feature been disabled and ts clarified the reason as well as how the feature worked. This device remains in service. No additional adverse patient effects were reported.